Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 21:42:23. During night drain cycle six, the patient's ultrafiltration reading was 1025ml, indicating the home patient (hp) drained 1025ml more than their maximum programmed fill volume of 1600ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The increased intra peritoneal volume (iipv) event was identified through an event history log review. The cause was that the clinician had inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation". Should additional relevant information become available, a supplemental report will be submitted.